Event description:
A medical center in (B)(6) reported the following to a distributor involving an rt100 adult dual heated breathing circuit: "they reported that the airway probe temperature did not increase. They touched the inspiratory limb but the heater wire did not warm. The expiratory limb did function." This was noticed prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt100 adult dual heated breathing circuit was tested using a multimeter. Results: no fault was found with the returned breathing circuit. The electrical resistance of the heater wires was within the required specification. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire may have become an open circuit post production, possibly as a result of a weak crimp connection. The returned breathing circuit operated correctly during testing and the reported fault could not be replicated.